Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that the postoperative target refraction was not reached after an intraocular lens (iol) implant procedure in the left eye (os). The lens was removed and replaced on a secondary procedure and the patient's symptoms have resolved. Additional information has been requested.

Manufacturer narrative:
The iol was returned for analysis and the reported complaint could not be confirmed. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Photo review: the photo shows iol inside lens case. The iol appears to be pressed down on two (2) posts of the lens case. The optic appears to be bent/deformed and appears to have a scratch/mark. Additional information: the file states the use of "z-hyalin" as viscoelastic, which is not qualified to be used with associated iol combination. Additional observations were as follows: iol was returned inside lens case with sn covered with black mark. No sn can be read from the lens case. Iol returned pressed down into well area of iol case base, resulting in deformation of the iol. Solution is dried on both surfaces of the optic and haptics. One haptic is cracked/fractured-rejectable at the gusset area. The optic is cracked/fractured and scratched/marked-rejectable. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "postoperative target refraction not reached" could not be determined. No lot number was provided. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).